Event description:
Pt was scheduled for arthroscopic subacromial decompression and possible rotator cuff repair of the left shoulder. Upon sitting and reclining on the shoulder table, the back of the table collapsed completely, causing pt to fall and hit the left posterior portion of his head on the floor. There was no loss of consciousness. C-spine xrays and CT scan of the head were negative. Surgery was cancelled and was to be rescheduled for a later date and pt was admitted overnight for observation. He was discharged home 2006.